Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: did the damage occur right out of the packaging, during loading/unloading, or in the operative field? Was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge?

Event description:
Reload gst60b for endometriosis surgery was used, described as attached, that reload was defective and it was necessary to exchange it for another unit. No harm was done to the patient. Medical report: blue reload 60 mm - stapler echelon had a defect and it was necessary to exchange it for another unit. Lowering surgery by video laparoscopy.